Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, battery testing, a service history review, and a review of the alarm log were performed. The battery low alarm was identified during battery testing and the review of the alarm log. The cause of the condition was determined to be low battery voltage. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.